Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Retainer ring = black. Case type = ngp on (B)(6) 2021 customer alleged pump's blank display and battery lasts less than expected. Pump passed active current measurement, self-test, and displacement test. However, unit received had high sleep current. P-cap / reservoir locks properly into place. Pump successfully downloaded traces and history file using thus. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and force sensor. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery test alarm and blank display were not found during testing or in the pump history. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, faded serial number label and corroded battery tube. Blank display and failed battery test was not confirmed during testing or in the power management graph. Unexpected battery power loss confirmed due to moisture damage on the electronic assembly and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in h10 section.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump showed a battery failed alert. Customer tried restarting the insulin pump but pump did not restart. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.